Event description:
It was reported that they the aws had a windows crash error losing the image,causing the patient to have the exposure repeated. They rebooted the system, once this was done the unit is working as intended.